Manufacturer narrative:
The monopolar curved scissor tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: the monopolar curved scissor tip cover accessory had become dislodged. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover had dislodged and fallen a third of the way off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing. The procedure was completed as planned without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.